Event description:
It was additionally communicated that thrombus was ruled out after fine lab test results, and the patient was discharged and being closely monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into the hospital for a follow-up and noticed some unusual power and flow changes. The patient had lab test and imaging test but the nothing was found, so the clinicians were worried if there was an issue with the device. Log files were submitted which captured multiple intermittent power/flow elevations. Some of these appeared to have triggered the yellow wrench alarm. There were no other unusual events recorded in the log file event history. Another set of log files were submitted which contained three low speed advisories on (B)(6) 2026 that occurred during high flow/power events. X-ray images were performed and reviewed as unremarkable. The customer reports that the issues has not been 100% identified but is assumed to be an issue with the cable. The patient has been discharged with close monitoring.

Event description:
Additional log files and an x-ray image was submitted on (B)(6) 2026 which captured only previously reported events and no low-speed advisory recorded since (B)(6) 2026. The x-ray submitted was unremarkable. The clinicians were ruling out clinical issues such as thrombus and focusing more on the technical side. Additional log files were submitted for review on (B)(6) 2026 after noting two unusual power and flow spikes. The log captured transient power and flow elevations on (B)(6) 2026 associated with pulsatility index events. Otherwise, the log files captured routine events, there were no notable alarm conditions or low speed advisory alarm seen. On (B)(6) 2026, it was reported that the patient was discharged and the plan was to have close monitoring. The patient was elderly and surgery was not practical. They suspected there may be an issue with the cable, but it was difficult to confirm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.